Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h10 a duplicate report was submitted for this complaint event under mfg report number 3004608878-2021-00175. Consequently, no investigation results will be submitted for this event, as all information was previously submitted under mfg report number 3004608878-2021-00175. .

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 3004608878-2021-00175, 3004608878-2021-00173, 3004608878-2021-00174. A facility reported that the gear or teeth on the mayfield swivel adaptor (a1018) was worn. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.